Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire technical support (ts) went onsite to check and inspect the unit, however, no performance failure noticed. Root cause is not established as no failure detected. Device is working according to its specs.

Manufacturer narrative:
H10: vyaire medical field service representative (fsr) went onsite and inspect the unit. Log analysis shows that the issue happened when attempting to change the tidal volume. Vyaire technical support stated that this issue was related to the 6.1 fsca. Ran verification and while ventilating no issue found when adjusting tidal volume (vti). All tests passed and the unit meets its factory specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us ventilator screen froze while on a patient. Furthermore, the unit was able to be swapped out right away and no patient harm occurred associated with this event.